Event description:
My daughter had a hysterectomy in (B)(6) 2014 using a power morcellator. She had it laparoscopically for removal of a fibroid tumor. We were told the tumor was benign with a few aggressive mitotic cells. She had add'l surgery to obtain clear margins. She had 8 tumors removed from her pelvis in (B)(6) 2018. They removed her ovaries, appendix and part of her colon with a diagnosis of uterine leiomyosarcoma. She is now undergoing f/u care at md, (B)(6). The initial surgery was at (B)(6) hosp in (B)(6).